Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side rupture, capsular contracture baker grade unknown, and exchange due to concern with the product. Healthcare professional later reported "double capsule". Device has been explanted.

Event description:
Healthcare professional reported a right side rupture, capsular contracture baker grade unknown, and exchange due to concern with the product. Healthcare professional later reported "double capsule". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening assessed as fold flaw opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture, capsular contracture baker grade unknown, and exchange due to concern with the product. Healthcare professional later reported "double capsule". Device has been explanted and replaced.